Event description:
It has been reported to philips that the footswitch was failed - exposure was not working. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was not able to produce exposure. Upon functional testing biomed swapped with known working footswitch which resolved the issue. Later, biomed ordered the wired footswitch and replaced with a known good footswitch. After replacement, system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.